Event description:
Information was received, from a patient. Regarding an implantable neurostimulator. The reason for call, was patient reported, their implant battery moved out of place within 6 months after implant. The implant moved twice, so the battery had to be pushed back twice within a year. Patient was also, experiencing pain. And it was taking a while to turn the stimulation on. During the call, group a stimulation was on. Patient had 1 program. Patient adjusted their stimulation, but couldn't feel anything. Agent redirected patient to their doctor to address the issue. Further information received, from the patient. Via the manufacturer representative reported, that the device was moving int he pocket. The patient denied any falls or trauma. Connectivity was completed with all electrodes within range, but checking impedances found electrode 4 at 33680. The physician reported, that there was lead migration, when x-rays were completed. And a revision surgery was to be scheduled. The issue was ongoing.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2022, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.